Event description:
On (B)(6) 2009, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure. On (B)(6), 2011, gore became aware that the pt's computed tomography (CT) scan showed the proximal end of the trunk ipsilateral device was partly folded. The pt is asymptomatic.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. Results: a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications.